Event description:
It was reported that in central processing, it was discovered that the jaws would not open or close on the pk dissecting forceps instrument and subsequently not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the pitch cable to be broken negatively affecting the intuitive motion of the instrument. The broken pitch cable was located at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.